Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a procedure to reposition the atrial lead, it was noted that the ventricular lead insulation was broken. The lead was explanted and replaced.